Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half-height cubie drawers 3.1 and 3.2 were not detected on the communication bus. A field service engineer reseated the pyxibus, ribbon cable to drawer controller and retractor band connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system, a drawer was not detected on the communication bus. The customer stated that there was a delay in dispensing the medication to a patient. There were no adverse events or injuries reported based on this event.